Event description:
It was reported the patient is not receiving stimulation due to the charger and programmer not communicating with the ipg. It was also reported the patient did not charge the ipg as recommended. As a result, the ipg is inoperable. The patient will undergo surgical intervention at a later to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.